Event description:
Information was received that reported a patient was hospitalized in 2007 due to diabetic ketoacidosis. Reporter stated that the patient did not have anything to eat the day before the hospitalization and no meal boluses were given. No faults or alerts were reported. The reporter decided to seek medical attention when the patient's had a blood glucose of >650mg/dl. At the hospital she was treated with IV fluids and insulin. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.